Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the returned device identified; underweight, broken shell, fold creases. A microscopic analysis was performed which identified; broken shell with striated edge on radius assessed as surgical damage. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.